Event description:
A physician assistant (pa) reported that a pt was injected with radiesse on (B)(6) 2010 into pre jowl, marionette lines and nasolabial folds, and experienced swelling, redness and stinging three days post injection. The pt went to the ER, was prescribed oral prednisone and released; dose and frequency were not reported. The pt has no known allergies. The events were not diagnosed as an allergic reaction. On (B)(6) 2010, the pt was seen by the injecting pa, who noted "profound rosacea" on pt's lower chin. As of (B)(6) 2010, the pt reported to have continued redness, swelling, and stinging; and some burning "in her chest that wakes her up at night." The injecting pa does not want to be contacted by (B)(6) compliance, consultation was refused. On (B)(6) 2010, an update was received from (B)(6) field clinical specialist who is in contact with the injector; the pt was seen by the injecting pa over a week ago; "still reporting some symptoms of irritation, though no objective findings."

Manufacturer narrative:
Add'l lot used: catalog #: 8069m0k1, lot #: 1021467; exp date: 05/01/2012. Device manufacture date: 05/2010. The device history records for radiesse lots 1021616 and 1021467 were reviewed; all required testing specs were met prior to release and there were no abnormalities noted for these lots.